Event description:
Additional information was received from a patient. It was reported the patient had experienced a return of urinary frequency last week so they increased their stimulation from 1.4v to 1.6v. The patient stated that they were at 1.6v, the stim was too high, so they decreased down to 1.5v which they noted was comfortable. The patient wanted assistance changing programs and was able to successfully change from program #2 to program #3. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had a sudden return of symptoms on (B)(6) 2016. The patient started urinating more, which woke them up at night like before they got the implantable neurostimulator (ins). There were no trauma or falls related to the issue and no recent medical tests or emi environmental exposure. The patient did not feel stimulation and on (B)(6) 2016 increased stimulation from 1.4v to 1.5v. The patient's therapy was set on program 2 at 1.5v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.